Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose was over 600 mg/dl and ketone level was large. Insulin injections were administered to address bg. Customer observed air bubbles at the infusion set site and site was changed. Due to customer not resuming insulin delivery, a resume pump alarm occurred. Tandem technical support educated customer on the resume pump alarm; contact acknowledged. Pump system check was performed and air bubbles were observed again. Customer primed air out. No other issues were observed.